Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited varying and high thresholds, oversensing/noise and undersensing. It was also reported left side occlusion. The ra lead was capped, remains in the patient and replaced with new lead on right side due to occlusion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated a p-wave amplitude measurement issue. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.